Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) was performed. The device was visually inspected. A functional test was performed, and the reported issue was confirmed through occlusion test. The cause of the reported issue was unknown. Upon further investigation, found dso seal delaminated and lens damaged. As a result, replaced dso seal and lcd lens. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer reported that the pump alarm indicated the cassette was not connected correctly. There was no reported patient involvement and harm. Evaluation of the returned device confirmed the reported issue. This led to interruption of therapy while in use.